Event description:
Extreme inflammatory reaction or allergic reaction to seprafilm [inflammation]. Case description: a spontaneous report was received in 2009 from a healthcare provider (hcp) via a genzyme company representative regarding a female pt (age unk) who experienced an extreme inflammatory or allergic reaction after receiving seprafilm. The pt underwent a myomectomy one month ago. On an unspecified date post op, she was readmitted to the hospital with what was described as an extreme inflammatory reaction or allergic reaction to seprafilm. At the time of this report, the outcome of the pt was unk.